Event description:
It was reported the subject device was " not communicating with stack/tower." There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of communication problem was not confirmed. However, the evaluation noted that a pressure leakage test of the device failed, and a leakage was observed at the device connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the reported and discovered product issues could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the subject device was " not communicating with stack/tower." There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.

Event description:
No additional information received from customer.

Event description:
It was reported the subject device was " not communicating with stack/tower." There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on investigation results. Device evaluation found vertical line on image during final inspection requiring a new charged coupled device. Review of device service history record for the past 12 months found no issues or abnormalities that are related to the reported phenomenon. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.